Event description:
It was reported that during a rectum procedure, the device would not staple but cut. According to the customer, the instrument was empty, there were no staples. The incident was reported during the intervention. The surgeon continued the procedure with manual suture, and then converted to open in order to check if other injuries occurred. When the customer reported the incident on phone, this procedure was on going. Intervention extended time: will be one hour thirty minutes more. (2 hours 15 minutes instead of 45 minutes). The patient will stay in the hospital four days instead of two. The post-op care will be more serious.

Manufacturer narrative:
Information anticipated, but unavailable at this time.